Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, one linear opening, yellow particles in device inner surface, and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve and opening crease smooth. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional additionally reported "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.